Event description:
Complainant alleged that during incoming inspection, the device had no display with battery power only. Complainant indicated that there was no patient involvement in the reported malfunction.